Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. A review of the device history record (DHR) was performed; no deviations were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed and no anomaly was found. (B)(4).

Event description:
It was reported to boston scientific corp that a sensation standard oval snare was used during a colonoscopy procedure on (B)(6), 2009 (pt around (B)(6)). According to the complainant, during the procedure, while the snare was extended, the wire within the catheter sheath of the snare snapped while trying to remove a polyp; no fragments of the device fell off into the pt or scope. The procedure was completed using another sensation standard oval snare. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be good.